Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that when the dcs was withdrawn into the descending aorta 3 times, the valve was never deployed. Subsequently, a thoracotomy was performed and the pericardial effusion had stopped, so the injury was closed. At this time, the cause of the bleeding was unknown. The pcps was removed, but the patient's condition changed the next day. That night, pcps was reinserted, and pericardial effusion was observed again. A second thoracotomy was performed, and multiple perforations were observed. The cause of the perforations were unknown. It was further reported that the left ventricular wire was not suspected as the cause, but it was unknown because the perforations were in multiple places.

Manufacturer narrative:
Updated data: b5. Added third paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior the implant of a transcatheter valve, temporary pacing was positioned on the apex side to not interfere with the previously implanted permanent pacemaker. During the implant of the transcatheter valve, the delivery catheter system (dcs) was inserted/crossed through the aortic valve and withdrawn into the descending aorta 3 times in order to adjust the orientation of the transcatheter valve's hat marker. Following the implant of a transcatheter valve, a pericardial effusion was observed, and the patient experienced hemodynamic instability, specifically unstable blood pressure. Therefore, percutaneous cardiopulmonary support (pcps) intubation was performed, and the patient became hemodynamically stable. It was reported that the patient's hemodynamic instability was due to the pericardial effusion. It was noted that it was unknown whether the cause of the pericardial effusion was due to a potential left ventricular perforation from the guidewire during dcs insertion and withdrawal, or a potential perforation due to temporary pacing. Additional information was received that when the dcs was withdrawn into the descending aorta 3 times, the valve was never deployed. Subsequently, a thoracotomy was performed and the pericardial effusion had stopped, so the injury was closed. At this time, the cause of the bleeding was unknown. The pcps was removed, but the patient's condition changed the next day. That night, pcps was reinserted, and pericardial effusion was observed again. A second thoracotomy was performed, and multiple perforations were observed. The cause of the perforations were unknown. It was further reported that the left ventricular wire was not suspected as the cause, but it was unknown because the perforations were in multiple places. Additional information was received indicating the left ventricle (lv) wire was a medtronic product and calcification had been observed on the greater curvature of the sinotubular junction on the ascending aorta side. When the dcs crossed the aortic valve during the first placement, it became caught and temporarily stuck. When the device was pushed forward, it advanced vigorously toward the lv. It could not be determined via imaging whether the dcs reached the lv, but the strong force applied increased the tension of the lv wire at the apex, likely causing the perforation. Upon inspection, bleeding at the lv was observed with one open point. It is unknown whether the same issue occurred during the second and fourth deliveries. The decision was made to deploy after the third dcs aortic valve crossing; however, an st elevation was observed. Coronary artery stenosis or occlusion was suspected. The dcs was withdrawn from the patient, and a coronary angiogram (cag) was performed. The cag revealed no significant stenosis or occlusion. At this time hypotension was noted and pericardial effusion was suspected. Per the physician, the cause of the increase in st is not clear. However, it was noted that it may not have been stenosis or occlusion of the coronary artery. Return to the coronary artery was poor due to a decrease in blood pressure, and the st might have increased as a result. The pericardial effusion was not definitively confirmed during the procedure despite observing possible effusion on echocardiogram. Cardiac tamponade was diagnosed following the procedure.

Manufacturer narrative:
Updated: b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior the implant of a transcatheter valve, temporary pacing was positioned on the apex side to not interfere with the previously implanted permanent pacemaker (micra). During the implant of the transcatheter valve, the delivery catheter system (dcs) was inserted/crossed through the aortic valve and withdrawn into the descending aorta 3 times in order to adjust the orientation of the transcatheter valve's hat marker. Following the implant of a transcatheter valve, a pericardial effusion was observed, and the patient experienced hemodynamic instability, specifically unstable blood pressure. Therefore, percutaneous cardiopulmonary support (pcps) intubation was performed, and the patient became hemodynamically stable. It was reported that the patient's hemodynamic instability was due to the pericardial effusion. It was noted that it was unknown whether the cause of the pericardial effusion was due to a potential left ventricular perforation from the guidewire during dcs insertion and withdrawal, or a potential perforation due to temporary pacing. Additional information was received that when the dcs was withdrawn into the descending aorta 3 times, the valve was never deployed. Subsequently, a thoracotomy was performed and the pericardial effusion had stopped, so the injury was closed. At this time, the cause of the bleeding was unknown. The pcps was removed, but the patient's condition changed the next day. That night, pcps was reinserted, and pericardial effusion was observed again. A second thoracotomy was performed, and multiple perforations were observed. The cause of the perforations were unknown. It was further reported that the left ventricular wire was not suspected as the cause, but it was unknown because the perforations were in multiple places. Additional information was received indicating the left ventricle (lv) wire was a medtronic product and calcification had been observed on the greater curvature of the sinotubular junction on the ascending aorta side. When the dcs crossed the aortic valve during the first placement, it became caught and temporarily stuck. When the device was pushed forward, it advanced vigorously toward the lv. It could not be determined via imaging whether the dcs reached the lv, but the strong force applied increased the tension of the lv wire at the apex, likely causing the perforation. Upon inspection, bleeding at the lv was observed with one open point. It is unknown whether the same issue occurred during the second and fourth deliveries. The decision was made to deploy after the third dcs aortic valve crossing; however, an st elevation was observed. Coronary artery stenosis or occlusion was suspected. The dcs was withdrawn from the patient, and a coronary angiogram (cag) was performed. The cag revealed no significant stenosis or occlusion. At this time hypotension was noted and pericardial effusion was suspected. Per the physician, the cause of the increase in st is not clear. However, it was noted that it may not have been stenosis or occlusion of the coronary artery. Return to the coronary artery was poor due to a decrease in blood pressure, and the st might have increased as a result. The pericardial effusion was not definitively confirmed during the procedure despite observing possible effusion on echocardiogram. Cardiac tamponade was diagnosed following the procedure. Additional information was received that cardiac rupture developed on postoperative day 8 as a result of the cardiac injury occurring during device insertion. Emergency hemostatic surgery was performed. Management with an intra-aortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO) was initiated. Contrast-enhanced computed tomography (CT) imaging revealed a left ventricular pseudoaneurysm. Extensive fluid resuscitation and blood transfusion, along with high-dose catecholamine administration were required, and ECMO was discontinued. Despite placement of mechanical circulatory support devices and prolonged treatment, the patient¿s life could not be saved. Multiple organ failure had subsequently developed, and the patient died approximately six weeks following valve implant procedure. The deathwas cardiovascular caused by the length of stay (los) and directly related to the valve device and related to the implant procedure per the physician.

Manufacturer narrative:
Corrected: g3 - the previous supplemental medwatch listed the incorrect date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior the implant of a transcatheter valve, temporary pacing was positioned on the apex side to not interfere with the previously implanted permanent pacemaker. During the implant of the transcatheter valve, the delivery catheter system (dcs) was inserted/crossed through the aortic valve and withdrawn into the descending aorta 3 times in order to adjust the orientation of the transcatheter valve's hat marker. Following the implant of a transcatheter valve, a pericardial effusion was observed, and the patient experienced hemodynamic instability, specifically unstable blood pressure. Therefore, percutaneous cardiopulmonary support (pcps) intubation was performed, and the patient became hemodynamically stable. It was reported that the patient's hemodynamic instability was due to the pericardial effusion. It was noted that it was unknown whether the cause of the pericardial effusion was due to a potential left ventricular perforation from the guidewire during dcs insertion and withdrawal, or a potential perforation due to temporary pacing.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Product ID d-evolutfx-2329 ((B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.